Manufacturer narrative:
(B)(4). Investigation summary: bd received 5 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to 5 vacutainers are discovered to have air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported customer received vacutainers with several gel air bubbles.